Event description:
It was reported that the patient saw a power-on-reset (por) and call your doctor icon. It was noted that this occurred today when the patient was trying to recharge the battery and was seen before the patient got to the screen to recharge from. It was noted that the patient had met with a manufacturer representative yesterday and was told to charge. It was noted that the patient was not sure if she needed the battery replaced but the patient did not think it was working. It was reported that there was a problem with the patient programmer and that the patient changed the batteries in the programmer and needed to get new batteries for the programmer. Additional information received reported that the patient was not able to adjust stimulation. It was noted that the patient was not able to clear the por screen. It was noted the patient initially saw an informational screen but later saw a warning screen. It was noted that the patient would need to see the health care provider (hcp) to clear the por.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998cws, serial# (B)(4), implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).